Event description:
N/a

Manufacturer narrative:
The machine underwent repair by a third party. No further information was provided, if any new information is given the investigation will be reopened accordingly.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the test before use, the cs300 intra-aortic balloon pump (iabp) reported an automatic inflation error. There was no patient involvement.